Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir and customer stated that this happens all the time when she changes her reservoir. Customer's blood glucose was 10 mmol/l. Customer stated that the air bubbles have been an issue since she started on the insulin pump. Customer stated that she would have both big and small air bubbles. Customer stated that the bubbles would occur when she uses 3 ml and 1.8 ml reservoirs. Customer confirmed that she was doing everything correctly during troubleshooting.